Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's device was sticking out and the patient felt uncomfortable. The company representative informed the patient advocate that the device was smaller and referred the patient advocate to the physician for further information. There were no additional adverse patient effects were reported. The product remains in service.